Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the atrial output connector and the lower case were broken. Analysis also found that the upper case, both bail covers, the ring cover and the battery drawer were broken, the battery contacts were compressed, the keyboard was scratched and the serial number label was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was physical damage to the atrial port and rear case. The device was returned for repair. There was no patient involvement.

Event description:
It was reported there was physical damage to the atrial port and rear case. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.